Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported the instrument broke during a procedure. There was no delay to the procedure or injury to the patient. All pieces of the broken instrument were removed.

Manufacturer narrative:
The elevator was returned without packaging, the elevator was visually evaluated and the tip was found to have been broken. There are scratches and normal signs of wear indicating the use of the instrument; discoloration and pitting was observed. The package insert states in the sterility section that ¿staining and spotting may result on instruments that are steam sterilized if the instruments are not completely rinsed and free from residual chemicals. It is vital that proper drying cycles and the equipment manufacturer¿s recommendations are followed to prevent the formation of excess moisture and resultant water spotting.¿ the insert also states in the section titled warnings and precautions: "avoid undue stress or strain when handling or cleaning instruments." The device history record was reviewed and no non-conformance was found. There are no indications of manufacturing defects. The most likely cause of the fracture was excessive force by the user. The discoloration and pitting may have assisted in the fracture of the instrument, and was likely cause by improper cleaning technique. Based on the product evaluation, the following fields were updated.